Manufacturer narrative:
The insulin pump was received with no button response due to flattened act, escape and up buttons dome switches. Inspected j2 lcd connector and no unlocked connector noted. Unable to perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. Pump had cracked case at the display window corner, battery tube threads, broken reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated with a bolus from the pump. The customer reported damage around the battery cap and around the reservoir. The customer thinks that the nurse might have dropped it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.